Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No button error alarms. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error during bolus attempt. The customer declined to provide the blood glucose reading because she was in a hurry. The customer also noted that the buttons were not responding. Nothing further reported.